Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified right coronary artery (rca), with a ¿thick¿ vessel diameter. A 6.0mm x 15mm maverick xl balloon catheter was advanced for dilatation; however, the device was unable to cross. On the first inflation at near nominal burst pressure, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).